Event description:
During investigation of the liberty cycler, the failure analysis technician discovered evidence of dried fluid within the cassette compartment and on the front of the lcd screen during the visual inspection. The cassette was not returned for physical investigation

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.